Event description:
It was reported that the customer experienced the battery exploding in the insulin pump. The customer reported having high blood glucose as well and reverted to treated herself with a manual injection. The customer stated that she had not used the insulin pump for over two years. The customer's blood glucose was 347 mg/dl. The customer declined troubleshooting. The customer confirmed that there was corrosion and residue in the battery compartment from the battery explosion. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube. However the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/force sensor system and no delivery test. The insulin pump was received with a cracked case at the display window corner, battery tube threads and reservoir tube lip as well as a minor scratched display window.